Event description:
Device forming straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small pice of wire being lodged in the tip. This occurs when user deploys more then the recommended, maximum number of constructs, as specified in the instructions for use this product.